Event description:
It was reported that on 11 june 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The annular dimensions were perimeter: 89.3 mm, derived perimeter: 28.4 mm, annulus area: 594.7 mm², lvot: 27.2 mm, annulus diameter: min ¿ 22.4 mm / mean ¿ 27.0 mm / max ¿ 31.6 mm. Pre-dilatation was performed with a 23mm crystal balloon. During device preparation, there was no reported complications. The valve was deployed and placed as expected; subsequently the valve was implanted. There was sufficient calcium to allow anchoring of the valve. The ds was in neutral position. The guidewire was midventricular, however "there was difficulty coaxializing the nosecone." The implant depth at 80% was 3mm and the device stayed at 3mm at release. However, "following a cardiac cycle, the valve experienced a pop-up" and was no longer in the ideal position. The valve migrated towards the aorta. There was no entanglement with the ds. The user reported that the cause of migration was the non-abbott stiff guidewire. A new 35mm navitor vision valve was prepped. The second navitor valve experienced "some difficulty in crossing the already implanted valve. After several attempts, a second guidewire was placed, which allowed successful crossing and positioning of the valve in the ideal location." The replacement valve was successfully implanted within the first valve. Post-dilatation was not required. The patient was reported to be recovering in the intensive care unit (ICU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration could not be determined. It is possible due to procedural conditions; however this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve in valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.